Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far-field oversensing for its right atrial (ra) lead. Technical services (ts) was consulted and discussed stored data. Additionally, it was noted the far-field oversensing caused false positive atrial tachycardia response (atr) events to be stored and for the device to mode switch inappropriately. This device remains in service. No adverse patient effects were reported.